Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The reporter revealed the infection was due to poor hygiene and picking at the incision site. The patient has not followed back up with the reporter. The current condition of the patient is unknown, as the patient has been non-compliant in keeping office appointments per the treating neurologist. The neurologist's office has been attempting to contact the patient for evaluation, but this has been unsuccessful to date.

Event description:
Reporter indicated the patient had the vns generator and lead removed due to infection. The patient had picked at her generator site wound and this contributed to the infection. The patient is also on a course of antibiotics prescribed by a different physician. The reporter has not seen the patient since the vns explant surgery occurred.

Event description:
Reporter indicated the patient's infection caused the patient to have an increase in seizures. The increased seizures event was previously reported via MDR #1644487-2011-00629.

Manufacturer narrative:
MFR report #1644487-2014-00514 was inadvertently created and used to submit version 4. The correct MFR report # for version 4 is MFR report # 1644487-2011-02965. MFR report #1644487-2014-00514 should not have been created for the report.

Manufacturer narrative:
MFR report #1644487-2014-00514 was inadvertently created and used to submit version 5. The correct MFR report # for version 5 is MFR report # 1644487-2011-02965. MFR report #1644487-2014-00514 should not have been created for the report.

Event description:
Rptr indicated a recently implanted vns pt developed and infection at the vns incision site (believed to be the generator site in the chest) and required debridement and drainage of the site. The pt was placed on intravenous antibiotics, and then discharged home with two weeks of antibiotics. The incision site is currently clean and dry. Attempts for further info are in progress.